Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation was confirmed due to clogging of the nozzle. Further information from the customer was obtained. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown what the foreign material was, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of the standard value; the adhesive on the distal sheath was chipped, cracked and had a white, clouded area; the color ring and objective lens were cracked; the connecting tube was buckling, scratched, discolored and the coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor air/water supply during a diagnostic gastroendoscopy procedure. The procedure was completed using the same equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign material came out of the nozzle and there was foreign material on the probe cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified. Instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.